Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pocket site pain. The patient underwent an ipg relocation procedure and was doing well postoperatively. The device remains implanted.